Event description:
It was reported that the right ventricular (rv) lead pacing impedance had a significant rise over a three month period. It was also noted that the lead was functioning at the time of replacement. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo. It was also noted that the proximal conductor of the lead became extrinsically fractured due to a cut, the rv (right ventricular) defibrillation coil became extrinsically fractured due to a cut, the proximal lv (low voltage) electrode of the lead was covered with a white substance, the distal lv (low voltage) electrode of the lead was covered in blood, the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth, the distal electrode of the lead was missing the mcrd (monolithic controlled release device) that contains the steroid, the inner insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically breached due to a cut, the overlay tubing of the lead was extrinsically breached due to acute, the overlay tubing of the lead was extrinsically breached due to melting, the outer insulation of the lead developed a cosmetic depression while in vivo, the overlay tubing of the lead developed cosmetic esc (environmental stress cracking) while in vivo, the overlay tubing of the lead was observed to have blood ingression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4473 competitor implantable pacing lead (B)(6) 2006. (B)(4).